Event description:
Customer reports via phone that a hair was found within the disposable syringe. Customer states that technologist open syringe product, placed syringe on the injector faceplate, then loaded the syringe with omnipaque 350 contrast media. (Omnipaque 350, 50ml. Lot #10572331, exp. Date of 04/2010). When technologist attached the coiled tubing to the syringe, they noted a hair within the fluid inside the syringe. Syringe was immediately removed from injector system. Product was not attached to any patients. Potential injury exists with this type of event.

Manufacturer narrative:
Manufacturing investigation is pending. Customer has agreed to release product, but product has not been received by manufacturing site. Upon product receipt, manufacturing will perform an investigation and a medwatch 3500a supplemental report will be submitted.